Event description:
Litigation alleges the patient suffers from pain, discomfort, and elevated ion levels. Pfs was received with primary medical records and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation alleges the patient suffers from pain, discomfort, and elevated ion levels. Pfs was received with primary medical records and part/lot information was identified. Records are available for further review. (B)(4). The devices associated with this report were not returned. A complaint database search found one additional complaint against the 2353151 lot code. Per wi-3430, revision c, a review of the device history records for this product is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.